Event description:
It was reported that during insertion of the triple lumen catheter, the catheter was cut by the user, and a portion remained inside the pt. The pt was taken to radiology where the retained catheter portion was removed. There were no pt complications.